Event description:
Philips received a complaint on the patient information center ix indicating that they are unable to centrally monitor some patients after a network outage. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed the issue was due to the customers' network. The customer was advised to work with their it department to resolve the issue. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.